Event description:
Per the audiologist, the patient was explanted in 2009, due to infection. Per the audiologist, the patient experienced pain and thinning of the skin at the site of the implant. The results of an integrity test at about one week prior, indicated that the device was functioning according to manufacturer's specifications. Reimplantation is planned, but had not taken place at the time of this report.